Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be confirmed. However, it was found that the transition between the tts cuff band and the beveled distal tip of the shaft was abrupt, and that insufficient adhesive was applied over the beveled tip. The cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that there were blisters/pimples/bumps on the tip of the cannula in the area of the cuff tunnel. There was also granuloma formation in the trachea, increasingly inadequate ventilation of the lungs, and foreign body sensation reported. There was patient involvement. The operator of the device was the patient. Bronchoscopy was performed. The visual inspection of the cannula was renewed. There was no patient harm/adverse event reported.